Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2005, the patient underwent the tha surgery at another hospital. After surgery, when the patient visited (B)(6) hospital because of hip pain since this year, the patient was found to be infected around the hip joint. On (B)(6) 2022, the patient underwent a revision surgery. In the revision surgery, a zimmer biomet¿s cup was extracted, zimmer biomet¿s g7 and dual mobility were used, a s-rom stem implanted at the initial surgery was kept using as it was, and the head in question was replaced with a new one. The surgeon commented that the acetabular side seemed to be strongly infected. The patient history/treatment history/other diseases currently being treated, etc.: hyperglycemia. The patient also has an isodine allergy. No further information is available. Doi: 2005; dor: (B)(6) 2022; unknown hip.